Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6 - vent not working) occurred with multiple cartridges during pumping. Reportedly, the customer did not go through the full load sequence as the customer stated that did not know they had to. The customer's blood glucose level was 132 mg/dl. The customer successfully loaded a new cartridge and resumed insulin delivery.